Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries and had prime anomaly. Customer's blood glucose value was unknown. The customer stated that the insulin was squirting out during priming. The drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or test for prime or fill anomaly due to compromised force sensor system alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted.